Event description:
The mee-2000 pc system is an iom system used for evoked potentials, eegs, and emgs. During a procedure, the system displayed tcmep and electric stim error messages and that the stimulator was turned off because of an error. The reset button is pressed and it clears the error and the device will function until the error messages later appears. No patient harm was reported.

Manufacturer narrative:
Complaint information: on (B)(6) 2019, customer at department of vet affairs reported tcmep and electric stim errors on (B)(4) with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer reported that the issue was initially resolved by resetting the unit until the issue of stim electric error started displaying again. Nkts requested the customer to send the unit in for warranty repair at repair center, nka. Repair center received the defective unit. The unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported issue of tcmep and electric stim errors could not be duplicated after extensive testing. However, physical evaluation of defective device reflects damaged back panel of the device which makes it difficult to connect cables to side panel. Investigation result: root cause of tcmep and electric stim errors on mee-2000a-dt could not be identified as the issue could not be duplicated on the device by repair center after extensive testing. However, physical evaluation of defective device reflects damaged back panel of the device which makes it difficult to connect cables to side panel. The warranty of mee-2000a-dt device is valid till (B)(6) 2020. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: low corrected information: f9. Approximate age of device: incorrectly calcuated. G4. Date received by manufacturer: should be (B)(6) 2019 not (B)(6) 2019 as listed on MDR initial report.

Manufacturer narrative:
The mee-2000 pc system is an iom system used for evoked potentials, eegs, and emgs. During a procedure, the system displayed tcmep and electric stim error messages and that the stimulator was turned off because of an error. The reset button is pressed and it clears the error and the device will function until the error messages later appears. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The mee-2000 pc system is an iom system used for evoked potentials, eegs, and emgs. During a procedure, the system displayed tcmep and electric stim error messages and that the stimulator was turned off because of an error. The reset button is pressed and it clears the error and the device will function until the error messages later appears. No patient harm was reported.